Event description:
The customer reported an alarm and insulin squirting out during the manual prime. The customer also reported that the drive support cap was protruded. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to moisture damage to force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.